Manufacturer narrative:
The device (B)(4) has been inspected for investigation purposes. The tests performed confirmed that the hydraulic actuator did not work properly and needed to be replaced. The defective parts were replaced for repair purposes.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the hydraulic stabilization system was non-functional. There was no patient involvement reported.